Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for overfill and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that the lids are loose and as a result tubes are over filling or under filling with a bd vacutainer® fx 5mg 4mg plus blood collection tubes. The following information was provided by the initial reporter: lids are loose on so are either overfilling or under filling.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lids are loose and as a result tubes are over filling or under filling with a bd vacutainer® fx 5mg 4mg plus blood collection tubes. The following information was provided by the initial reporter: lids are loose on so are either overfilling or under filling.